Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 4 mg/ml morphine at 1 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient went to the clinic with increased pain. The logs were read and multiple motor stalls and recoveries had occurred since (B)(6) 2017. The last motor stall occurred on (B)(6) 2017 with a "stopped pump may exceed tube set" message occurring on (B)(6) 2017. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2017 and the issue was resolved. The patient was noted to be "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Conclusion no longer applies and has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.